Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection noted no damages or failures were observed on the ccp board assembly. Functional inspection noted that the telescope assembly was able to properly pull back, advance, or retract. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.

Event description:
Same case as MDR ID: 2134265-2015-08873 and 2134265-2015-08872 it was reported that pullback was stopped frequently. The target lesion was located in the coronary artery. A motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that "disconnected" message was indicated frequently at 1st pullback and pullback was stopped frequently. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08873 and 2134265-2015-08872. It was reported that pullback was stopped frequently. The target lesion was located in the coronary artery. A motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that "disconnected" message was indicated frequently at 1st pullback and pullback was stopped frequently. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's condition was good.